Event description:
Reporter indicated that vns patient was scheduled for revision surgery due to suspected lead break. It was reported that device diagnostic testing at office visit four months prior was within normal limits, indicating proper device function at that time. Subsequent device diagnostic testing at office visit four months later resulted in high lead impedance reading indicating possible device malfunction. Review of x-rays did not reveal any obvious discontinuites in the ncp system. The patient underwent revision surgery during which the generator was replaced. Device diagnostic testing with original lead connected to replacement generator was within noraml limits, indicating proper device function and ruling out the suspected lead break. The explanted generator was discarded. There was no allegation of malfunction against the explanted generator. The surgeon reportedly decided to replace the generator prophylactically so that the patient could have the smaller model device with more battery life.